Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to a pinhole on the channel tube, water tightness was lost; due to corrosion on connecting tube, insulation resistance value did not meet the standard value; adhesive on a-rubber had a chip; connecting tube had a wrinkle; upward downward plate was sticky; scope connector cover unit was deformed; control unit, scope connector cover, and suction connector was sticky due to water leakage; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to damage, angulation lever did not move smoothly; due to a dent on the channel tube, forceps and the channel cleaning brush could be inserted smoothly; universal cord had a scratch and coat peeling; connecting tube had a dent; scope connector cover unit was deformed; and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) hospital (added due to character limitation in respective field).

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had an air leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: indication on connecting tube has a disappeared area. (1mm 2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely stress of repeated use, external factors, or handling caused the markings disappearance on the insertion tube. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.3 ¿inspection of the endoscope¿. 4. ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects.¿ olympus will continue to monitor field performance for this device.